Event description:
Our affiliate reported to us that during an acl repair, the vapr equipment stopped working. The procedure commenced at 2:30 pm, however, by around 5: pm, the generator displayed error codes every time the footpedal was activated. At this point in time, for whatever reason, the surgeon chose to close the patient and reschedule the procedure. This is all of the information that mitek has at this point. Also see associated mdrs 1221934-2012-00294, 1221934-2012-00295 and 1221934-2012-00296.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report. (B)(4).

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a through visual and functional examination. The 1st faze of the examination was visual. This visual is done as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event. It is noted that outside of some minor scratches to the chassis, the device was received in good physical condition. The 2nd portion of the examination was the functional testing. This portion of the exam is performed to assess the device's operational status. The operational and functional testing revealed that the device had a performance/component anomaly that verified the complaint failure mode of repeated "error codes" being displayed. The faulty components were replaced, upgrades implemented, device re-tested and returned to our affiliate. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.